Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The brim cap fell off of the sheath. It was reported that the hub on the vizigo sheath fell off of the sheath. The sheath was replaced, and the procedure was continued. No patient consequences were reported. The hemostasis valve (gasket) did not break into two or more separate pieces. The orange piece came off. The sheath was not inserted into the patient yet. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The product is available for return. Brim cap detachment is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-apr-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The brim cap fell off of the sheath. Device evaluation details: visual analysis of the returned sample revealed that vizigo sheath was found in normal condition, also the brim cap, the hemostatic valve, and the silicone ring were found in good condition. A device history record evaluation was performed for the finished device 00001866 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)